Event description:
In 2009, pt underwent right total hip replacement. Incision 10:28, close 11:51. Implants included poly liner how/ost#6302-5-084 system 12 polystyrlene insert. Physician identified that hip alignment was not correct and suspected defect in the liner. Pt returned to or for revision of right total hip same day. Incision 17:16, close 19:47. No issues with alignment following this revision. Physician felt the problem was caused by a defective poly liner.